Manufacturer narrative:
H4: the lot was manufactured from december 02, 2021 - december 03, 2021. H10: the actual device was not available; however, a photograph of the sample was provided for evaluation. Visual inspection was performed to the photograph which showed fluid inside the bag that contained the device which suggested a leak may have occurred. The reported condition was verified. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor leaked. This issue was noted when "some droplets contained in the overpouch". The device was filled with 4100mg fluorouracil in 0.9% sodium chloride. There was no patient involvement. No additional information is available.